Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, the 20mm sapien xt valve was positioned and deployed in a 50:50 aortic/ventricular position. Post deployment there was moderate-severe paravalvular leak (pvl), it was decided to post-dilate the thv valve with a 20mm balloon. Unfortunately, as the wire and the balloon crossed the valve, the sapien xt valve embolized into the ventricle. An open heart surgery was required, and the sapien xt valve was removed from the ventricle. A new prosthesis was implanted. The patient was noted to be in stable condition at the conclusion of the case. The case for the pvl was attributed to a valve sizing error.

Manufacturer narrative:
The CT images were provided to edwards and reviewed by an edwards physician proctor. The findings are summarized below: CT: annular measurement of 22.1 x 18.4mm; coronary heights measured. Sov measured at 30.5mm; 23.4mm annulus measured in 28 lao, 2 cranial view. Observations: event was possibly related to under sizing of sapien xt related to larger CT annulus measurements. Recommend 23mm valve based on CT measurements. Per the instructions for use, paravalvular leak (pvl) and valve embolization are known potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per the imaging review, the moderate-severe pvl was related to valve under sizing. The valve embolization appears due to device manipulation (attempts to cross the newly implanted valve with the wire and balloon for post dilation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.